Event description:
It was reported that a patient underwent a pre-mature ventricular contraction (pvc) ablation with a thermocool smarttouch sf and the patient experienced aortic dissection that required open heart surgery and prolonged hospitalization. A dissection of the aorta using stff catheter occurred during pvc procedure. "No harm on patient", they managed to finish with an open-heart surgery procedure. A thermocool smarttouch sf was used for mapping the right chamber with no issues. Since the source of the pvc was not identified in the right chamber, no ablation was performed with the catheter on the right side. The catheter was pulled out and the electrophysiologist accessed with the same catheter, using a sheath of another company, in a retrograde approach, through the aorta, in order to continue searching for the pvc source in the left chamber. After the catheter was inserted and guided through the sheath and the aorta, the patient experienced severe back pain. The electrophysiologist noted that he felt some resistance and suggested to demonstrate the aortic arch with contrast material. After calling a catheterization specialist and injecting a contrast material, an aortic dissection was observed and it was decided to transfer the patient for open-heart surgery at sheba hospital for treatment the aortic dissection. During the open-heart surgery no aorta perforation was identified, and the aortic dissection was treated with an ascending aorta graft. The open-heart surgery underwent intact, and the patient is recovering as expected. Patient required extended hospitalization. The electrophysiologist believes that the cause of the adverse event was most likely a vascular issue and that this mechanical trauma in a retrograde insertion could have occurred with any type of catheter and that there is no connection between the catheter and the outcome, though he cannot determine the root cause with 100% certainty. The electrophysiologist also noted they could not determine at which stage the aortic dissection occurred (the level of progression or the exact area of trauma).

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).